Manufacturer narrative:
Final analysis found burn marks on the ac power adapter which caused the reported inability to power the transmitter. It was suspected that the damage sustained occurred after exposure to an electrical storm.

Event description:
It was reported that transmitter was damaged by a lightning storm and would no longer power up. The device would no longer be used and replaced.